Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent removal of foreign body in bladder with cystoscopy on (B)(6) 2006. It was reported that the patient underwent a transvaginal mesh removal, cystoscopy, closure of cystotomy, placement of left ureteral catheter, and sling incision on (B)(6) 2007. It was reported that the patient underwent mesh removal on (B)(6) 2010 due to erosion into the bladder. It was reported that the patient underwent coaptite injection and a cystoscopy on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder outlet obstruction, urinary urgency and urinary frequency.

Event description:
It was reported that following insertion the patient experienced bladder outlet obstruction, urinary urgency and urinary frequency.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2010 due to erosion into the bladder.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.